Event description:
Placed 4/29/97. On 10/29/97, leakage noted so the port was removed & replaced. No other info is available at this time.

Manufacturer narrative:
The implicated product is a dual port with an attachable 9.5 fr catheter in a percutaneous introducer sys. The product rec'd for eval is a dual port with metal stem and a short segment of dual lumen tubing attached. The complete assembly measures 2.4 inches long; the catheter by itself measures 1.3 inches long. An indeterminate number of needle puncture sites are noted in both septums. A cath-lock is not included with the complaint sample. A lot history review reveals no related mfg issues and no other complaints for this lot. Microscopically (5x - 10x) the distal tip of the tubing is noted to have an even edge, with a slightly concave face that is striated and glossy. These traits are characteristic of sharp dissection with a scissors or similar device. The complaint file indicates the device was in use approx six mos (4/97-10/97), however, there is no discussion regarding frequency of use, complications or how the complaint incident was discovered. The complaint of a subcutaneous leak is confirmed. It should be recorded as user-related. The cath-lock may not have been applied in conformance with the product instructions for use. A cath-lock when applied correctly, creates compression rings in the silicone tubing outer diameter. This sample had lacked compression rings as evidence of a proper connection. Restrictions within the device reservoir/lumens or fast manual infusions may have resulted in infusate leaking around the port stem. The instrumctions for use provides specific directions for the application of this joint as well as using only atraumatic instruments when manipulating device components.